Event description:
The customer reported a yellow substance was coming out of the device after reprocessing involving an olympus uretero-reno videoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.